Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, the device evaluation, and correction to g2. The device was returned to olympus for inspection, and the customer's complaint was not confirmed. The device was returned inside the original box, but none of the inner packaging. The device was removed and inspected. The jaws were open and the lock was in the "on" position. The device did not appear to have any physical damage. The jaws had some slight debris on them, indicating use. The jaws were able to be opened and closed smoothly as intended. The lock functioned as intended with the lock in both "on" and "off" positions. The blade was able to be extended and retracted smoothly and was sharp. The handpiece was then plugged into an esg-400 generator, it was recognized immediately as a powerseal device. The device was then able to successfully seal saline soaked cloth and steak 5 times in a row on each material. There were no functional issues identified with the handpiece. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of this event was unable to be identified. The following is included in the instructions for use: "to produce a good seal, maintain squeeze pressure on the jaw lever throughout the sealing process. If you release the jaw lever and you hear the click again before the seal is complete, jaw pressure was inadequate. Carefully inspect the vessel seal."" (Page 5). In addition, ""ensure the jaws are in contact only with the vessel to be sealed. Both jaws should be in equal contact with tissue for optimum sealing."" A sequence of four pulsed tones, accompanied by discontinuation of energy flow, indicates a seal cycle not complete condition. Informational messages with remedial actions appear on the generator screen. Consult the troubleshooting section on page 9 to identify possible causes for this seal cycle not complete information tone. Do not cut tissue until an adequate seal is verified." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The initial medwatch incorrectly reported the site registration number. The site registration number is (B)(4).

Event description:
It was reported during an unspecified therapeutic procedure, the user was getting some intraoperative bleeding and requested a change of powerseal instrument. According to the report , the second instrument, once activated, controlled the intraoperative bleeding. The intended procedure was completed using similar device with no delay. No patient harm, no injury to the patient as a result of the event. No user injury reported.

Manufacturer narrative:
The subject device has not yet been received for evaluation. The cause of the issue is unknown at this time. Supplemental report(s) will be submitted should any relevant new information is available and or received. Investigation is ongoing. This report will be supplemented accordingly following investigation.